Event description:
It was reported that "the flow rate of the saline from the pressurized bag was abnormally high although customer did not pull the tab to flush during use. Customer noticed the high flow rate during operation, so they were controlling the flow by adjusting the pressure bag. However, it was not adjusted after the surgery in ICU. The staff noticed the high flow rate when 100ml of saline was left in the bag and stopped using the kit. There were no patient complications reported.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Manufacturer narrative:
We received one flothru dpt kit with the merit flush device, IV set, and pressure tubing. Blood was visible inside of the three-way stopcock. The terumo syringe was attached at the female luer of the stopcock. No leakage was found from the kit during leak test. The complaint of abnormally high flow rate was confirmed. The flow rate of the merit flush device was measured at 7.7 ml/3min during flow rate testing which does not meet specification in the IFU (2 to 4ml/hr). It appeared that the flush device housing was not assembled straight and this affected the flow rate. The defect was confirmed to be a manufacturing nonconformance of the merit supplied device. A supplemental report will be forthcoming with the investigation results from merit upon receipt. Lot number was not provided; therefore review of the manufacturing records could not be completed.